Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1744, awareness date 20-oct-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Consumer reported that she started having very painful periods and heavy periods. After 2 years the pain was not only during her menstrual cycle, but throughout the month. She also had stabbing sensation followed by chronic pain around her lower abdomen. In (B)(6) 2014 she had a full hysterectomy to help with her symptoms. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after 2 years started having pain not only during menstrual cycle but throughout the month / had stabbing sensation and chronic pain around lower abdomen. She underwent a full hysterectomy approximately three and a half years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abdominal pain may occur. Given the positive temporal relationship and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 10-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after 2 years started having pain not only during menstrual cycle but throughout the month / had stabbing sensation and chronic pain around lower abdomen. She underwent a full hysterectomy approximately three and a half years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abdominal pain may occur. Given the positive temporal relationship and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.